Event description:
It was reported by a competitor representative that the lead may possibly have an insulation break. Follow up was conducted and the physician verified the insulation failure but there are no plans at this time to do a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.